Event description:
Information was received from a patient's representative regarding an external device. Caller reported the green button on the recharger is getting flaky since 6 months ago. Caller stated sometimes it works and sometimes it doesn't. Patient services specialist asked clarifying questions and caller said the button does not look damaged or broken. The issue was not resolved. Additional information was received from a patient's representative (pt rep). It was reported that their old recharger went bad and were transitioned to a wireless recharger. Caller noted the patient (pt) could not see the recharger when recharging the implantable neurostimulator (ins) and they would not tell if it was beeping. When wearing pants they could not see it. Caller wanted to know if there was an app they could use to communicate to the wireless recharger, patient services (pss) reviewed. Caller said as soon as they got the new charger if they were to move it would lose it. Caller was really wanting their old recharger (insr) recharger back. During call caller reset the wireless recharger and they were able to communicate and recharge the ins. Troubleshooting resolved ps closed case.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: b3: date is approximate. Year is confirmed valid. H3: product ID: 37761, serial/lot #: (B)(6) was returned for product analysis. Analysis found there was a bent connector pin at the end of the cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.